Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed an integrated electrosurgical generator unit (iesu) replacement due to errors c-38 and c-30 observed in the system logs. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode and the reported failure was confirmed and reproduced. Errors c-30, m-11, and c-00 were present in the errors log.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, an error occurred on the integrated electrosurgical generator unit (iesu) each time the cautery was activated. The error persisted after replacing the instrument and cords. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the errors reported by the iesu. The tse recommended power cycling the iesu, but the issue persisted. The tse suggested swapping the vision side cart (vsc) for another vsc from another system. The customer opted to swap the vscs and continue with the procedure. The procedure was converted to another da vinci surgical system with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was sent to and evaluated by the original equipment manufacturer (OEM). The c-30 error was not replicated, but errors c-00 and m-11 were confirmed in the error logs. The unit generated error m-02-9. The system check master was malfunctioning and once replaced, the error ceased. The m-11 error is associated with m-02-9, however, error c-00 was undetermined.